Event description:
The customer reported that following a radiology catheterization procedure in 2001, a vasoseal vhd kit size 7 was deployed. During deployment, the sheath became kinked and resistance was met when the first collagen plug was deployed. The second collagen plug was deployed without any difficulty. When the vasoseal sheath was removed, all that remained was the orange hub portion. The actual white sheath portion could not be visualized. The operator attempted to grasp it with hemostats, but was unsuccessful. They held pressure and hemostasis was achieved. A vascular surgeon was called for a consult, but it was decided that the sheath would be left in the pt at this time. The pt was stable and was discharged 6 days later.